Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry conditions, which were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency department with symptoms of bradycardia around 40 bpm. The device had no pacing output, there was no magnet response, and it could not be interrogated. At the patient's last check in 2009, the longevity was indicated to be ok through 2009. It was also noted that the device was at eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.